Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing it was discovered that the maryland bipolar forceps (mbf) instrument had a damaged conductor wire. There were no reports of patient involvement.